Event description:
It was reported that the patient had inappropriate shocks due to oversensing via reduced intrinsic complexes. The sensing vector was programmed to the primary vector. The patient also has a leadless pacemaker implanted. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.